Event description:
Reportedly, the surgeon placed appendix (specimen) in the bag, no pressure applied and the bag detached prematurely. New instrument was opened for use, and there was no report of pt injury.

Manufacturer narrative:
.